Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5154995

Event description:
It was reported via the food and drug association (FDA) medwatch program that right ventricular (rv) lead's defibrillation impedance was high. Further information was not provided.